Event description:
It was reported that while changing a cartridge on the ilet, the user experienced two hypoglycemic episodes after going to bed with elevated glucose, peaking at 360 mg/dl, then self-correcting with excessive carbohydrate intake that led to rapid glucose decline and subsequent additional insulin delivery by the ilet. Symptoms included low glucose to 64 mg/dl and urgent low-soon alerts. Outcomes included user education and troubleshooting without hospitalization. Investigation included review of the device data via the bionic report and user coaching. Investigation of this case revealed that the event was consistent with patient overtreatment of hypoglycemia and rapid glucose swings rather than a device malfunction, with the device delivering insulin in response to sensor-reported changes. It was concluded, based on previously established findings for similar reports, that the cause was use-related behavior and glucose dynamics, for which education on 15 grams of carbohydrate every 15 minutes was reinforced.